Event description:
It was reported that the pump battery was unresponsive. It was also reported that an occlusion alarm occurred. Reportedly, the customer was using lyumjev and fiasp insulin with the pump. Tandem customer technical support informed customer that lyumjev and fiasp insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. Customer¿s blood glucose level was 572 mg/dl. Customer addressed bg level via correction injection via manual dose injection. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. H3 other text: device not returned.